Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that over the weekend he experienced elevated blood glucose levels coupled with the stomach flu and ended up in the hospital. He was hospitalized on (B)(6) 2016 with a blood glucose level of over 600 mg/dl. His blood glucose level elevated to 540 mg/dl. The customer took 2 boluses and now his blood glucose level was reading 580 mg/dl. He was nauseous and had abdominal pain. The customer disconnected from the insulin pump and took a manual injection. He had a diabetic ketoacidosis. The customer was put on IV drip with fluids until stabilized. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.